Event description:
(B)(4). Per customer report, direct to cai: "I have a tandem heart console that alarmed after being in use for about 30 minutes. The alarm took up the entire screen, "attention the console is now running on backup please check the pump and housing". Everything was checked and looked fine, the rpm's and flows were unchanged. Five minutes later the same screen and alarm appeared. We made the decision to change out the console and in the process we lost/dropped our flows to half while the rpm's remained the same. Less than 30 sec later, we had no flow and the surgeon was able to see the blood flowing backwards in the circuit. The patient was put onto another console and has been free of any problems since. The console has been pulled from service and we are waiting to hear from you what to do with it. Thank you for your assistance."

Manufacturer narrative:
The pump in question was never returned, but the controller used during the case was analyzed.